Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® serum blood collection tubes there was an issue with underfill and poor clot formation.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma. Serum gel tubes need a minimum of 30 min clot time and serum non-gel need 60 min. Other factors to consider would be storage conditions, temperature, and centrifugation conditions. Also assuring proper inversion will mitigate fibrin occurrence. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® serum blood collection tubes there was an issue with underfill and poor clot formation.